Manufacturer narrative:
Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported by the patient that he receives an alarm. In troubleshooting blockage is found at site. No further information was available.